Event description:
It was reported that the patient was already hospitalized due to acute cardiac decompensation, when he received an unknown low blood glucose result. The patient received glucose 10% as treatment and two results taken one hour and two hours later were also low (results unknown). A lab value taken at an unknown time resulted in 400 mg/dl and the result taken from another test strip lot was 374 mg/dl. Based on these two results, the patient received insulin as treatment around three to four hours after the glucose treatment.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.